Event description:
It was reported that a pericardial effusion occurred during a left atrial appendage closure (laac) procedure. A large but stable pre-existing effusion was observed before the procedure began. After transseptal puncture (tsp) with a non-(B)(6) device and administration of heparin, a routine mid-procedure check revealed that the effusion had increased. The physician aborted the procedure, reversed the heparin, and placed the patient under observation. There were no signs of cardiac tamponade, no drop in blood pressure, and no intervention was required. A CT angiography was performed to rule out aortic dissection, which was considered unrelated to the procedure and potentially linked to the patient's prior valve surgeries. No further complications were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).